Event description:
It was reported that ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.